Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 57-year-old female patient with impella cp implant for high-risk percutaneous cardiac intervention. It was reported that the flows steadily decreased and would not go above 1.4 l/m. The scheduled pci was completed successfully and follow up angiograms discovered that the catheter was kinked near the outlet on the cannula. The pump was explanted as a result of the noted issue. Upon removal, significant oozing persisted at the site and an additional perclose was required to achieve hemostasis. The patient survived the procedure.

Manufacturer narrative:
The investigation of low pump flow and access site bleeding has been completed. Product and data were not returned for review. Based on clinical description, the root cause of low flow was most likely kinked cannula since the clinical team confirmed kink was found near the outlet on the cannula under fluoroscopy after percutaneous coronary intervention (pci) procedure. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of cannula kink was unable to be determined as limited clinical details were provided and no product was returned for review. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27063 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27063.

Manufacturer narrative:
The device was received for investigation on 4/29/2025 d9 revised to reflect date. The results of the investigation did not change from previous manufacturer device report number 1220648-2025-27063-1. The investigation results revealed low flow occurred and kinked cannula was noted under angiography. Oozing occurred while removal of the pump. Failure mode product damage (cannula kink) was added since a cannula kink was reported. Data was not returned for review. Product analysis: visual inspection found a kink on can about 15 mm from of cage and can bonding site. No other issues were found on the rest of the pump. Conclusion: the root cause of low flow was most likely kinked cannula since the clinical team confirmed kink was found near the outlet on the cannula under fluoro after percutaneous coronary intervention (pci) procedure and under product analysis. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no problem was found on the pump. The root cause of cannula kink was unable to be determined as limited clinical details of how the kink occurred were provided.